Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device was unable to achieve optimal flows with good pump position. The pump was removed and replaced, and the second pump achieved adequate flows. There was no reported harm to the patient.

Manufacturer narrative:
The device was returned, and the investigation for the reported low pump flow has been completed. Visual inspection found no issues on the pump. The pump ran without issue under pump run test. The failure mode could not be reproduced. The fluctuated flow & ps waves happened with suction alarms on data and no issues were found on the pump, indicating that the low flow was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.